Manufacturer narrative:
Omsc tried to evaluate the parts of endoscope mount of the subject device, and asked to provide the unit when the user facility repaired. But the unit was not provided to omsc, because the user facility discarded the subject device. Based on the investigation results, omsc surmised that the phenomenon occurred because the malfunction of ccd-unit of the subject device was caused by the influence of heat generated by energization. Because the subject device has been about 9 years since manufacturing date, there is a possibility that the ccd-unit has failed due to deterioration over time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Omsc warmed the subject device, and tried to reproduce the phenomenon. The phenomenon was reproduced immediately after that omsc turned on the combination video processor. Omsc warmed endoscope mount part of the subject device, and tried to reproduce the phenomenon. The phenomenon was reproduced immediately after that omsc turned on the combination video processor. Omsc warmed video plug part of the subject device, and tried to reproduce the phenomenon. The phenomenon was reproduced about five minutes after that omsc turned on the combination video processor. Omsc checked repair record, and confirmed that the subject device has never been repaired. As a result of these investigations, omsc surmised that this phenomenon might be caused by temperature and/or any part of endoscope mount. Omsc is investigating about this case. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc tried to reproduce the phenomenon with the subject device, and the phenomenon was reproduced. The otv-s7proh-hd-12e instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the following information. Just before the start of the laparoscopic prostatectomy, the error regarding white balance unsetting occurred. The user facility set the white balance, and this error was resolved. After five minutes, the endoscopic image was disappeared just before the user facility inserted the scope into the patient. The user facility replaced the subject device with other scope (ltf-s190-10), and completed the procedure. There was no report of the patient's injury regarding this event.